Event description:
It was reported that prior to a procedure using the percdc spinewand, the wand would not activate. This event delayed the procedure for 30 minutes, while alternate surgical devices were located. The procedure was completed successfully and there were no reported pt complications.